Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user reported signs of infection at the sensor insertion site. The event happened on (B)(6) 2025. The user began experiencing worsening symptoms, followed up with the hcp, and underwent an ultrasound and lab work at rapid care facility which confirmed an infection. At the time of the call, the user was feeling discomfort due to the infection but was undergoing treatment. The initial prescribed treatment was keflex (500 mg, 4 times/day). Based on further evaluation, the antibiotic was changed to doxycycline (100 mg, twice/day for 7 days).as per dms,user is not using the system since (B)(6) 2025. This incident does not require further investigation.

Event description:
On 11 april 2025, senseonics was made aware of an incident where user reported signs of infection at the sensor insertion site. The event happened on (B)(6) 2025. The user began experiencing worsening symptoms, followed up with the hcp, and underwent an ultrasound and lab work at rapid care facility which confirmed an infection. At the time of the call, the user was feeling discomfort due to the infection but was undergoing treatment. The initial prescribed treatment was keflex (500 mg, 4 times/day). Based on further evaluation, the antibiotic was changed to doxycycline (100 mg, twice/day for 7 days).